Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-04466, 1627487-2023-04467, 1627487-2023-04469. It was reported the patient had high impedances on their lead. As a result, the patient underwent surgical intervention on (B)(6) 2023 wherein the physician found the lead tails and extensions were tangled and the ipg was flipping in the pocket. The physician secured the ipg into the pocket, removed the extensions and connected the existing lead into the ipg to resolve this issue.